Event description:
This is a report of a nurse who failed to follow therapy steps following an unrelated alarm. It was discovered that the patient was connected for therapy but the transfer set remained closed. The nurse was advised to end the prime and start over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a nurse who failed to follow therapy steps while performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The prepare for therapy section, instructs the user to connect the transfer set to the patient line and to open the transfer set, prior to starting the initial drain. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.